Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. This MDR will be reopened and updated in the event the device involved or additional information becomes available.

Event description:
On 02/12/2024, infutronix received a report that a pump had 'speaker module - no sound " issue, causing disruption in infusion. The infusion cannot resume without causing delay in treatment. Requested device to be returned. "

Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. Analysis of returned device was completed on 3/27/2024. The pump was tested with the testing protocol for speaker and audio performance: it was noted that upon turning the pump on there was no sound made by the speaker at all. When each of the buttons were pressed no sound output was created by the pump at all. A 50 ml infusion was ran on the pump instead of 100 ml due to the customer's library on the pump, and when the cassette was released the alarm went off but there was no sound. Upon further review there appears to be nothing disconnected inside of the pump. The above issue mentioned duplicates the problem reported by the end user. There is also an additional problem identified as follows: the pump's event log was pulled as part of the investigation and upon review it was noted that several abrupt power offs were found in the log. Functional testing confirmed the reported condition and was duplicated during testing. Reported issue found, device not performing to specification.